Event description:
Hcp reports removal of ins device due to infection. Device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when an additional information is received.